Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of the generator not "reading" right and pacing at a rate other than what it was set to. The generator passed all visual and incoming tests with no anomalies found, and passed all final quality assurance tests. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was reading at 40, but was actually pacing at 90. It was also reported that the device was not pacing correctly above 70. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator (epg) was reading at 40, but was actually pacing at 90. It was also reported that the device was not pacing correctly above 70. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.